Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records could not be performed as no lot number or serial number was provided. A complaint history review could not be performed as no lot number serial number or pn was provided. Review of the product IFU could not performed as no pn was provided. Risk management could not be performed as no lot number serial number or pn was provided. No containment or corrective actions are recommended at this time. Clinical evaluation was completed and no conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. The patient impact beyond the reported events cannot be determined. No further clinical assessment is warranted at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨unspecified post-operative condition¨ include, but are not limited to: patient¿s general health, following post-operative instructions, or the presence of coexisting medical problems. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
Literature case. It was reported a case of rapid rhino that was inserted into the nasal cavity and as soon as the balloon was inflated with air and before the cuff was taped on the cheek of the agitated patient, the pack disappeared and the patient said that he had swallowed it. The patient had only minor ooze from his right nostril after this event and was subsequently packed with a merocel sponge pack and admitted to the hospital. By late evening of the next day the patient had the clinical signs of peritonitis and a laparotomy was performed. The findings at operation were a small bowel perforation with a dilated and blood-filled small bowel. The rapid rhino was removed through the perforation in the ileum. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.